Event description:
A healthcare facility reported that the manometer of a neopuff infant resuscitator will not calibrate or adjust. No patient consequence was reported.

Manufacturer narrative:
The infant neopuff resuscitator is currently en route to fisher & paykel healthcare for investigation. We will provide a follow-up report when the investigation is complete.